Event description:
Following a single pass with the subject retrieval device, complete recanalization of the m3 branch of the left middle cerebral artery (mca) was achieved with a thrombolysis in cerebral infarction (tici) score of 3. However, a new branch occlusion was noted in a distal m3/m4 branch of the left mca. As a new clot was located in a small and tortuous branch, mechanical thrombectomy was not possible, and instead an intra-arterial infusion of 4mg of tissue plasminogen activator (tpa) was performed. Five days post procedure, the patient was discharged home in stable condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Following a single pass with the subject retrieval device, complete recanalization of the m3 branch of the left middle cerebral artery (mca) was achieved with a thrombolysis in cerebral infarction (tici) score of 3. However, a new branch occlusion was noted in a distal m3/m4 branch of the left mca. As a new clot was located in a small and tortuous branch, mechanical thrombectomy was not possible, and instead an intra-arterial infusion of 4mg of tissue plasminogen activator (tpa) was performed. Five days post procedure, the patient was discharged home in stable condition.

Manufacturer narrative:
The device is not available to the manufacturer.